Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far-field r wave oversensing, varying impedance and inappropriate mode switches. Noise was also noted on the ra lead. It was also reported that the rv lead exhibited oversensing, noise, varying impedance, and inappropriate mode switches. It was suggested that the noise present on both ra and rv leads was a result of them "banging together" when the patient raised their arms above their head. The rv lead was capped and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.